Event description:
It was reported that the patient's artificial urinary sphincter malfunctioned. The system worked initially, but failed sometime later. The system was scheduled for revision on (B)(6) 2018. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.